Manufacturer narrative:
Evaluation summary: the lens was not returned; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by email, phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A physician reported an intraocular lens (iol) with a streaky opacity on the anterior surface. The physician has used a yag laser to clean the lens but has not noticed an improvement. Additional information was provided by the surgeon that the patient has never been satisfied with her vision, but has also had posterior capsule opacification, corneal edema, cystoid macular edema, and was treated with topical steroids and topical nsaids. The lens is not in the capsular bag. The lens was placed in the sulcus. The capsule is intact but floppy due to psuedoexfoliation. The symptoms have not resolved.